Event description:
Device report from synthes europe reports an event in (B)(6) as follows: an event was reported on study crf that the patient experienced occasional pain in two fingers of both hands. The start date was reported as (B)(6) 2012 and resolution date as (B)(6) 2013. The event was reported as mild and not interfering with daily activities and not causing any impairment. The event was possibly related to the type of surgery and possibly related to the implant. The implants were not explanted. There was no intervention to treat the event. This report is for an unknown cervios implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown; start date reported as (B)(6) 2012; it is unknown if that is the date the pain started or the date the patient first reported the pain. This report is for an unknown cervios implant/unknown lot. Device has not been reported as explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.